Manufacturer narrative:
Mattress envelope ripped. Eval: results: eval of the returned product shows that the large window b zippers slider body is open. Left side d zipper elements are open. There is other damage to the canopy, which is not relevant to this issue.

Event description:
The customer reported that the canopy's mattress envelope is ripped. There was no pt injury reported. Inspection shows that the large window b zippers slider body is open.